Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to conductor fracture that occurred during the implant procedure. The physician rotated the implant tool appropriately, however the helix did not extend. The lead was replaced successfully without sequela, and was planned to be returned to the distributer for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection of the terminal pin assembly, lead body, and electrode tip found no anomalies. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, and measurements were within normal limits. Detailed analysis did not identify any lead characteristics to confirm the alleged conductor fracture, and testing of the helix mechanism was unable to be performed due to dried blood/body fluid in the helix housing.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to conductor fracture that occurred during the implant procedure. The physician rotated the implant tool appropriately, however the helix did not extend. The lead was replaced successfully without sequela, and was planned to be returned to the distributer for analysis.